Event description:
It was reported that the t: slim x2 pump battery would not charge, with issues persisting despite attempts using different cables and adapters. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.